Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Due to the lack of photos, scans, x-rays, and physician's reports for the fractured plate and the fact that no revision surgery was confirmed, the complaint cannot be verified. The complaint was opened because roshan hall, sales rep reports ribfix fracture and revision surgery planned. The ribfix blu 12 hole prebent plt (part# 76-2602, lot# unk, qty 3), ribfix blu scr s/d-lk 2.4x12mm (part# 76-2412, lot# unk, qty 28), and ribfix blu scr emg-lk 2.7x12mm (part# 76-2712, lot# unk, qty 1) were not returned for investigation as they remain implanted. The surgeon originally plated ribs 8, 9, and 10 posteriorly on may 23, 2019. It was reported that the plate on rib 8 fractured at the site of the original rib fracture following excessive coughing due to a cold in early june 2019. It was also reported that the patient was an obese male, which may have also contributed to the device fracture. The DHR's for these products could not be reviewed due to the lot numbers being unknown. There are no indications of manufacturing defects. The sales and complaints histories were not reviewed for the screws involved in this case as there was no indication that they contributed to the failure of the device. This file is not being submitted for clinical review due to the lack of information reported in the case. The most likely underlying cause could not be determined, though it is possible that the fracture is due to the mentioned patient conditions. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). It is unknown at this time if the device will be returned for evaluation. The product remains implanted in the patient, but a revision may occur at a later unspecified date at which time the device may be returned for testing. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00396, and 0001032347-2019-00398. Date of event occurred in early (B)(6) 2019. The user facility is foreign; therefore a facility medwatch report will not be available. Report source: (B)(4).

Event description:
It was reported that a rib plate on rib number (8) eight fractured post-operatively following the open reduction and internal fixation of ribs (8) eight, (9) nine, and (10) ten. The plates remain implanted. CT scans will be performed at a later date, at which time it will be decided if or when the fractured plate will be explanted. No additional patient consequences were reported.